Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 18 (mmol/l) 324 mg/dl. The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated with a new pod.